Event description:
During an alif level l5-s1 procedure a spacer handle snapped off during trailing performed by the surgeon. All pieces were retrieved and the surgeon was able to successfully remove the trial implant and completed the procedure. No patient impact was reported. This report is for the trial spacer handle. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The returned spindle was found to have a broken tip, confirming the reported complaint. Examination of the spindle revealed it was released prior to an engineering material change to improve the trial spacer handle's resistance to breakage. Based on these finding the reported event is associated with a previously identified product issue addressed through a product design change. The device lot number was not provided and a DHR review could not be performed. An incomplete device was returned for evaluation. The trial spacer handle sub-assembly, marked with the device lot number, was not returned.